Event description:
It was reported that the patient was given a replacement ins due to the previous ins reaching end-of-life. The replacement ins had high impedances on all channels, so the hospital discarded the replacement and opened a new ins. The new ins had normal impedances on channel 1 and impedances over 40,000 ohms on channel 2, with the exception of c/8 which was measured at 680 ohms. The issue was being monitored to ensure the patient received therapeutic benefit. It was noted that the ins was believed to have been configured correctly, and the patient had not reported any lack of therapy from before surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).